Manufacturer narrative:
Left atrial appendage occluder (laao) registry reports 81 patients with pericardial effusion. No devices were returned. A more comprehensive assessment could not be performed as no additional information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling. D6a. The earliest implant date was used.

Event description:
It was reported through amulet laao registry data that amplatzer amulet devices may be related to 81 pericardial effusion without tamponade requiring percutaneous drainage, pericardial effusion not requiring intervention, and pericardial effusion requiring open heart surgery adverse events which are considered serious injury. The relationship of the serious injury to the amplatzer amulet devices could not be determined based on the limited data received from the registry. Amulet laao registry data is reported as a summary per summary reporting exemption approval number - gen2201026. The data received indicated that the procedure date range was between (B)(6)2022 ¿ (B)(6) 2022. Patients¿ mean age is 76 years, ranging from 47 - 89 years. 56% of the patients were male, 44% of the patients were female.